Event description:
The device was being used for routine pt monitoring while en-route to the hosp. Reportedly, the device display blanked out and did not recover. The device operator used the device recorder to monitor pt vitals. The pt was transported to the hosp without further incident.